Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that ems was dispatched to assist them for a low blood glucose of 19 mg/dl; however, the sensor glucose read 55 mg/dl. The customer was sleepy and tired as symptoms of the hypoglycemia. The patient was treated with an IV. Troubleshooting was not completed for the low blood glucose and sensor glucose inaccuracy. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.